Manufacturer narrative:
Device evaluated by MFR: the rotalink burr catheter was received for product analysis. The burr catheter was received in two portions. The handshake connection, sheath, burr, and coil were microscopically and visually examined. Inspection of the device found that the sheath and coil had been cut 3.5cm from the distal end of the burr catheter strain relief. There was additional damage to the body of the sheath evident of interaction between the sheath and the coil due to stretching or pulling. Functional testing was not able to be performed due to the separation and clinical circumstances could not be replicated.

Event description:
It was reported that the burr became stuck in the lesion and was snared to remove. The 28mmx4.0mm moderately stenosed target lesion was located in the moderately tortuous and slightly calcified proximal and middle right coronary artery. A 1.75mm rotalink burr was selected for use. During the procedure, after the burr was advanced to the lesion, in the process of high speed grinding, the burr became stuck and could not be withdrawn. The physician cut it off and grabbed it back with a snare. The device was completely removed from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that the burr became stuck in the lesion and was snared to remove. The 28mmx4.0mm moderately stenosed target lesion was located in the moderately tortuous and slightly calcified proximal and middle right coronary artery. A 1.75mm rotalink burr was selected for use. During the procedure, after the burr was advanced to the lesion, in the process of high speed grinding, the burr became stuck and could not be withdrawn. The physician cut it off and grabbed it back with a snare. The device was completely removed from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was stable post procedure.